Manufacturer narrative:
8 photos were returned for investigation. V-cut was observed in the return photos. The nonconformance cannot be confirmed as no actual sample was returned for investigation. As there was no sample returned for the investigation, DHR review of the past 12 months was performed. There was no related qn reported. Therefore, root cause cannot be determined. Complaint will be re-opened for investigation upon received the sample.

Event description:
It was reported that bd insyte IV catheter had foreign matter on the catheter tip before use. No serious injury or medical intervention was reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ IV catheter had foreign matter on the catheter tip before use. No serious injury or medical intervention was reported.